Event description:
A customer contacted baxter great britain regarding a system error (se) 2240 (air in line) and se 2367 alarm that appeared on the home choice (hc) display while the home patient (hp) was connected during dwell. The home patient (hp) stated the final bag became disconnected. The hp cycled the power, followed by the se 2367 and then ending therapy. The technical service representative (tsr) had the hp disconnect using aseptic technique and the hp removed the cassette. The hp would inform their nurse of the situation. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. This complaint for a system error 2240 (air in set) was confirmed and the root cause was determined to be due to a loose connection. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.